Event description:
Description of event according to initial reporter: a patient of unspecified gender and age underwent a filter placement procedure in which the celect platinum navalign uniset vena cava filter set, g34505, was used. The filter legs did not open when deployed. The physician ballooned to open the filter legs and per CT scan it was noted that the filter migrated when ballooned. Patient outcome: the patient is scheduled to return on (B)(6) 2022 for filter explant.